Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and sepsis. The patient is pace dependent; therefore, a temporary non-boston scientific lead and pacemaker were implanted in the meantime. One month later, a new system was successfully implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.